Event description:
It was reported the insulin pump had a crack on it. Customer's blood glucose was 220 mg/dl. Customer's mother stated the device was cracked were the reservoir goes in. Customer's blood glucose was 512 mg/dl when damage was noted three days ago. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.